Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was mechanical complication of intraocular lens. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a serious injury. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.